Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The atrial lead exhibited noise and loss of sensing. The lead was capped and replaced without complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.